Manufacturer narrative:
Update: referencing MDR 1000513161-2025-00014 (submitted on april 22nd, 2025) in block h10 in supplemental manufacturer MDR 3020707080-2025-00003. Ref initial report #3020707080-2022-00001, ref initial manufacturer MDR #3020707080-2025-00003, ref hcus comp # (B)(4), ref ffmw comp # (B)(4).

Manufacturer narrative:
Ref hcus comp#: (B)(4). Ref ffmw comp#: (B)(4). On march 4th, 2022, a complaint was received, but it was never evaluated for reportability to the FDA. This was identified during an FDA-inspection on march 25th 2025, therefore, fujifilm medwork gmbh is reporting it now.

Event description:
No products can be pushed through the opening without perforating the frog. This problem only occurred with the last batch that was delivered.